Event description:
The us complainant reported the 74-year-old female patient had impella cp support due to having non-st elevated myocardial infarction. The facility alleged that the companion sheath, "appeared to not lock correctly". The staff therefore used a different sheath successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the introducer damage - mechanical issue has been completed since the original report was filed. The pump was returned for investigation. No leaks were observed from the luer-lock connect on the returned device when pressurized to 400 mmhg for 30 seconds. The loose clear collar luer-lock is not abnormal for a luer-lock connection and has no negative affect on the seal of the luer lock. The companion sheath luer-lock functioned/operated to specification.